Event description:
A water alarm occurred on a 23khz cusa handpiece. It was reported that it did not happen during a procedure. Additional info was received on 04/27/2015 from the customer: during a surgical case, the customer first used a 36 khz cusa handpiece and it did not work (alarm, vibration fault). Then they tried to use a 23khz cusa handpiece , which also did not work (water alarm). Finally, they used a third cusa handpiece which worked. There was no significant delay in surgery. No other info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 09/22/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: DHR review was completed for cusa excel handpiece serial number (B)(4), work order (B)(4) manufactured in (B)(4), USA to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: june-2002. No non-conformance reports were raised during the manufacturing process for this handpiece. Test records for cusa excel handpiece serial number (B)(4) were reviewed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa excel handpiece been released. The DHR review has been deemed satisfactory. A minimum of 12 months review was completed in trackwise® using the following key words ¿cooling water alert¿ and root cause ¿overtorqued by user¿ in the search criteria. 8 complaints contained the search criteria. CAPA has been instigated by tullamore engineering to investigate and correct failures encountered with customer complaints associated with over-torqueing. Conclusion: the failure analysis investigation has concluded the root cause of the handpiece water alert alarming was due to the handpiece being over-torqued by the user during reconnecting of the tip.